Event description:
A serious u.s spontaneous report received regarding a female consumer. Age not provided and initials anonymized. Medical history and concomitant medication not provided. Dr scholl's custom fit orthotics (B)(4) were worn for an unk indication. Therapy dates not specified. Consumer reported that shortly after purchase of dr scholl's custom fit orthotics, she experienced a "fractured third metatarsal in right foot and underwent treatment for nearly two months." After returning to normal activity, she reported the orthotics to be uncomfortable and caused her injured foot to ache when shoes were removed. Outcome: recovered/resolved.